Event description:
Peg bumper/tube has migrated into stomal tract/abdominal wall segment within 24-48 hrs of placement in several pts. Occurred over approx last three weeks period of time. All required peg revisions. Two pts fed into peritoneum. No other sequelae reported. Prior history of successful peg placement this institution for past 10 years.